Event description:
While rn was at the bedside, ventilator stopped working. Pt bagged with ambu bag until ventilator was exchanged with a new machine. No patient harm.======================manufacturer response for covidien puritan bennett ventilator (per site reporter).======================covidien rep contacted and service done. Updated software, calibration, and testing done. Afterward, vent was run for 72 hrs on test lung without any problem. Biomed then ran vent on test lung for another 48 hrs without problem so vent was returned to service.